Event description:
It was reported that the customer's insulin pump was not delivering enough insulin. Caller stated that the customer is at doctor office with high blood glucose and dka. Caller stated that they did blood work and her a1c was 6 now is 8 due to not getting enough insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.